Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: report source, initial reporter occupation. Additional information: imdrf annex a, g, b, c, d codes, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the syringe module failed to establish a connection was confirmed during laboratory testing. An open fuse (f1) on the suspect syring was found during testing of the syringe module logic board. After a temporary replacement of the damaged fuse for testing purposes only, the suspect syringe module was turned on again and a primary infusion using the programming parameters was performed. No error codes or malfunctions were displayed. This issue has been previous escalated to integrated supply chain on dir (B)(4). A review of the modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 4:52 pm, all the suspect devices were attached to the pcu. From 4:55 pm to 8:07 pm, the four (4) returned devices were programmed with external control events. At 9:48 pm the concomitant syringe module s/n (B)(6) was powered off with a pvi of 0.3916 ml. On (B)(6) 2025, at 6:53 am, the suspect syringe module s/n (B)(6) recorded a channel disconnected error. This was the last register of the suspect unit observed on the logs. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported unit fails to establish a connection is being attributed to blown fuse on the logic board, the cause of the blown fuse could not be determined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had constant occlusions. The left side of the pcu is not functioning ¿ any unit connected to this side fails to establish a connection. Additionally, dead syringe is not connecting at all and appear to be completely non-functional. The event logs show multiple instances of ¿pump pressure mode¿ followed by ¿occlusion_retries_changed¿ errors. There was no information on patient involvement.during an on site visit the customer provided additional details to a bd clinical consultant.event occurred on pediatric intensive care unit"spoke with the nurse who took care of the patient. On 9/12 4pm did a line change. On saturday 9/13 approximately 7am channel disconnect error on the brain and scrolling on the marquee on c channel that is pink tagged and shut off. The other modules were infusing (other 3) the weekend 9/13 on lt909. Nurse tried to remove and reattach module with no success. Changed all (4 modules and 1 brain) clinician stated that ¿ each channel was taken apart and then reconnected individually, but it still was not recognized provided by nursing clinical specialist"

Event description:
It was reported that the device had constant occlusions. The left side of the pcu is not functioning ¿ any unit connected to this side fails to establish a connection. Additionally, dead syringe is not connecting at all and appear to be completely non-functional. The event logs show multiple instances of ¿pump pressure mode¿ followed by ¿occlusion_retries_changed¿ errors. There was no information on patient involvement. During an on site visit the customer provided additional details to a bd clinical consultant. Event occurred on pediatric intensive care unit "spoke with the nurse who took care of the patient. On 9/12 4pm did a line change. On saturday 9/13 approximately 7am channel disconnect error on the brain and scrolling on the marquee on c channel that is pink tagged and shut off. The other modules were infusing (other 3) the weekend 9/13 on lt909. Nurse tried to remove and reattach module with no success. Changed all (4 modules and 1 brain) clinician stated that ¿each channel was taken apart and then reconnected individually, but it still was not recognized provided by nursing clinical specialist".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.